Event description:
It was reported that a patient was not getting good coverage but was unaware of when it started happening. It was stated that the patient started with 80% relief that decreased to 45% or so. It was stated that it went back up and the patient was doing ¿pretty good¿ after a reprogramming session today. It was reported that 2 of the electrodes were out of range and the manufacturer¿s representative programmed around those electrodes. It was stated that now it was working. Additional information received reported that the patient was doing fine.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3778-75, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3778-75, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37752, serial# (B)(4), implanted: explanted: product type recharger product ID 3708120 lot# serial# (B)(4), implanted: 2011-(B)(6), product type extension. (B)(4).